Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow up, extended charge time being reached was observed. Subsequently, the device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.